Event description:
Ketoacidosis[diabetic ketoacidosis]. Case description: a consumer, who had diabetes mellitus, reported that they were hosptialized due to ketoacidosis during use with an innovo (insulin delivery device). The pt's blood glucose levels rose to 28 -30 mmol/l shortly after the pt started to use the innovo. It is reported that when testing the innovo, it seemed that the piston went back by itself, but without dosing insulin even though the display showed that it had dosed the right amount. Outcome of the event is unknown. Comment: due to follow-up info received on 9/20/2002 this case has been re-classified from non-serious to serious (pt hospitalized). The device has been requested for analysis.